Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-23684. It was reported that the patient was experiencing uncomfortable stimulation. X-ray confirmed that l3 and l5 leads had migrated out of the epidural space. As a result, surgery intervention occurred where in the leads were explanted and replaced. Therapy was restored post op.